Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email. Additional information: h 6. Type of investigation. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the product removed after the initial surgery? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Does the surgeon think that the use of fibrillar in the 2024 surgery lead to the yellow viscous purulent exudate in the upper part of the wound, accompanied by pain in the left hip joint? 11. Did they see any procedural hemostatic gauze left over in the secondary surgery? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. Where was the surgicel used (on what tissue)? 7. How much surgicel was used during the procedure? 8. Was the surgicel product left in place? Was the product removed after the initial surgery? 9. What were current symptoms following the index surgical procedure? Onset date? 10. Does the surgeon think that the use of fibrillar in the 2024 surgery lead to the yellow viscous purulent exudate in the upper part of the wound, accompanied by pain in the left hip joint? 11. Did they see any procedural hemostatic gauze left over in the secondary surgery? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left total hip replacement procedure on (B)(6) 2024 and absorbable hemostat was used. The patient underwent surgery and used hemostatic gauze during the surgery. The surgery went smoothly and the patient was discharged. After 372 days, the patient had yellow viscous purulent exudate in the upper part of the wound, accompanied by pain in the left hip joint, which seriously affected the patient's quality of life. Another surgery, a left total hip debridement, was performed 3 days later, on (B)(6) 2025. During the surgery, the joint fluid was taken for general bacterial culture, which showed: staphylococcus aureus multidrug resistance. After the surgery, 2 drainage tubes and 1 three-way tube were placed after surgery, and 0.5g of vancomycin for injection was given through the three-way tube twice a day for intra-articular injection for anti-infection and symptomatic treatment, after surgery, intravenous infusion of 250ml of 0.9% sodium chloride injection and 1g of vancomycin injection were administered twice a day for symptomatic anti infection treatment. Currently under treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the event date should update to be 04-mar-2025, when the patient had yellow viscous purulent exudate in the upper part of the wound, accompanied by pain in the left hip joint. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.